Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary tower, it indicated that the tower door was closed when it was not. The customer reported that they were unable to pull medication because the pyxis indicated the tower door is closed, while it is opened, this malfunction resulted delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that it indicated the tower door was closed when it was not. The field service engineer stated that the customer confirmed there is no issue with the device now. The system functioned as intended.